Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and there were scratches on the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event is most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid arthroscope tip was broken. There were no reports of patient harm or injury.